Manufacturer narrative:
To date the device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)exhausted therapy during an episode. The physician elected to upgrade to a high-energy device because the chronic device was close to eri and the physician could not conculsively determine if the patient experienced non conversion due to a high defibrillation threshold or a conducted atrial arrhythmia. There were no further adverse patient effects reported.